Event description:
It was reported to philips that the device's ECG leads test failed. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. The device was confirmed to be operating per specifications and no failure was identified. Customer was advised to not tangle ECG cable and remove ECG cable during self-test. The investigation concludes that no further action is required at this time.